Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause was not reported. The patient was hospitalized in the intensive care unit and was treated with an unspecified intravenous antibiotics for the event. The patient was discharged after 17 days of hospitalization with supportive care with unspecified oral medication. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.